Event description:
Eit was reported that pro-op of an unknown procedure, there was a reoccuring yellow alert being displayed on the generator. The generator was replaced with another. There was no patient consequence

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent product received with minor cosmetic issues. Per service manual operational and diagnostic analysis confirms reported issue in the event log but the generator error issue was not duplicated through functional testing. The earth ground wire was not connected to the main pcb, it didn't cause any failures, and was unrelated to the complaint. The wire was reseated. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational.